Manufacturer narrative:
The device was discarded and not available for return to solventum for analysis and no lot number was provided; therefore, it is not possible to determine the root cause. Based on the problem description, the most likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
It was reported the 3m¿ ranger¿ blood/fluid warming high flow set spikes separated from the tubing while in use. There were no reported injuries or medical interventions required as a result of the alleged malfunction.